Manufacturer narrative:
The device was returned for evaluation. In addition to the image issue, testing showed the device's up direction of angulation was out of specification due to wear of the angle wire. Further, the bending section could not be completely fixed in place due to damage to the lock engagement lever. Examination of the device found that the bending section cover was scratched and its adhesive was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The distributor reported on behalf of the customer that the endoeye flex detectable videoscope relayed an image with irregular colors. The patient's therapeutic procedure was completed with a similar device. During testing, the returned device would relay no image due to damage to the charge coupled unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.